Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign objects in the air/ water cylinder and air/ water tube. In addition, the light guide lens was dirty. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on questions, answered by the customer, there was deviation from instructions for use in reprocessing steps for the area foreign material remained. Based on the results of the investigation, it is likely, that the foreign material remained adhered/clogged in air/water-cylinder, air/water-channel, light guide-lens and nozzle, due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented, by following the instructions for use (IFU): instructions for use states, the detection method in ¿gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection¿. Instructions for use states, the preventive measures in ¿gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.